Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube). Unit passed displacement test, rewind, prime/ seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. However, unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.